Manufacturer narrative:
(B)(4). The wireless battery module (wmb) was received and evaluated by baxter. The evaluation confirmed the reported "fluid intrusion". Further investigation revealed corrosion on the wireless module flex and radio printed circuit board (pcb), rendering the wbm un-repairable. The un-repairable wbm was removed from service.

Event description:
It was reported that a wireless battery module (wbm) displayed evidence of fluid intrusion. It was also reported that there was no patient involvement.